Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for leakage pen during use of the product by the end-user. Zero samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that pen ii organon puregon pen second gen leaked. This was discovered during use. The following information was provided by the initial reporter: according to the patient: I complained about 3 ampoules of puregon and had them sent in to my pharmacy, because they leaked immediately when unscrewing the needle. The ampoules were extra not empty, so that the behavior can be reproduced. After a recall in the pharmacy it come out that: pharmacist reports that the patient has only complained one ampule of puregon.